Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring beforehand and no information provided about any impact to the customer¿s blood glucose level. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place malfunctioning pump into storage mode and return it within 10 days, and was informed that pump settings and continuous glucose monitor would need to be connected and programmed on replacement pump; customer planned to contact healthcare provider regarding backup insulin therapy and acknowledged all instructions, including selecting appropriate setup option on replacement pump.